Event description:
It was reported that the customer was hospitalized to high blood glucose levels. The reported blood glucose reading was 26 mmol/l. The customer experienced chest pain, coughing and heart problems prior to the event. It was also stated that the customer was under stress due to a death in the family. Troubleshooting was performed, and the insulin pump was programmed correctly. Further testing was not possible as the customer could not disconnected the quick release to conduct the prime test. It was stated that the customer would be changing the infusion set, and monitoring her blood glucose levels. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.